Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade ii and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/28/2005]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.